Manufacturer narrative:
Requested add'l product info.

Event description:
Revision surgery -pt felt tight in flexion and extension. The surgeon did some ligament releases and replaced the poly insert.